Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time, no additional information was available, additional information has been requested.

Event description:
Summary: the authors attempted to identify and observe complications of the itb (intrathecal baclofen) pump as well as to report avoidance and cure of complications. The authors examined pts from 2002 to 2006 implanted with an itb pump. In total, 44 pts were evaluated, 24 children versus 20 adults. Thirty pts had an implant for the first time, 14 pts were revision-only pts. The authors evaluated the reasons for the revision surgeries and diagnostic work-up requirements. Reportable event: seven pts with slowly increasing baclofen-resistant spasticity had either: unsuspected pump-catheter connector defects [n=4] with a subcutaneously dislocated it (intrathecal) catheter [n=1]; an x-ray documented pump-catheter connector defect [n=1]; x-ray demonstrated fractured catheter with intrathecal (it) fragment [n=2] requiring laminectomy [n=1]. Injection studies revealed it peri-catheter arachnoiditis [n=1; managed without laminectomy], and connector-related dye leakage [n=3]. Implant infections occurred in 4 cases [3 were pre-operated]. Scintigraphy revealed occult csf leakage [n=1]. Intrinsic pump failure [n=1].